Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with unspecified mentor gel breast implants and suffered several unexplained systemic symptoms, including frequent urination, pain caused by a cyst that ruptured, irritated organs, numbness and tingling in upper limbs, tender chest, shortness of breath, pain and burning on left side, nausea, numbness in right big toe, swelling in hands and feet, headaches, night sweats, food intolerance, muscle weakness, throat clearing, fatigue, nosebleeds, trouble staying awake, and narcolepsy. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2019. This report is for the first of two devices.

Manufacturer narrative:
Additional information was received on (B)(6) 2019: patient date of birth was identified as (B)(6) 1979. Patient age at the time of event was identified as 36. Patient race was identified as caucasian. The procedure type was identified as a breast augmentation primary. The device was identified as a mentor memorygel breast implant 375cc, catalog number 3503751bc, lot number 5724748. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report is for the right side. Manufacturer¿s reference number: (B)(4).